Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: ¿only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s), target bg, and duration of insulin action. Incorrect settings can result in over delivery or under delivery of insulin.¿ device not returned.

Event description:
It was reported that the basal rates were changed by mistake by the user to 5 units/hour. Customer's blood glucose (bg) decreased to 10 mg/dl and paramedics treated customer with intravenous sugar solution. Reportedly, customer fell and hurt their hand. No treatment was reported. Basal rates were corrected to address the issue.